Event description:
This MDR is being filed in accordance with the additional reporting conditions included in cepheid's emergency use authorization (eua) for this assay. In addition to the existing reporting requirements under the MDR regulation (21 cfr 803), FDA's eua authorization letter requires cepheid to report to FDA any suspected occurrence of false positive and false negative results and significant deviations from the established performance characteristics of the product. Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected sample from a patient with unknown status regarding symptoms of covid-19. Sample was collected (B)(6) 2020 and tested same day using xpert xpress sars-cov-2, resulting in sars-cov-2 positive (unknown if reported to physician). Retest-1 was run (B)(6) 2020 using xpert xpress sars-cov-2, resulting in sars-cov-2 negative (unknown if reported to physician). Retest-2 was run (B)(6) 2020 using xpert xpress sars-cov-2, resulting in sars-cov-2 positive (unknown if reported to physician). Review of data provided by the customer showed no evidence of product malfunction and there was no patient harm.

Manufacturer narrative:
This MDR is being filed in accordance with the additional reporting conditions included in cepheid's emergency use authorization (eua) for this assay. In addition to the existing reporting requirements under the MDR regulation (21 cfr 803), FDA's eua authorization letter requires cepheid to report to FDA any suspected occurrence of false positive and false negative results and significant deviations from the established performance characteristics of the product. Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected sample from a patient with unknown status regarding symptoms of covid-19. Sample was collected (B)(6) 2020 and tested same day using xpert xpress sars-cov-2, resulting in sars-cov-2 positive (unknown if reported to physician). Retest-1 was run (B)(6) 2020 using xpert xpress sars-cov-2, resulting in sars-cov-2 negative (unknown if reported to physician). Retest-2 was run (B)(6) 2020 using xpert xpress sars-cov-2, resulting in sars-cov-2 positive (unknown if reported to physician). Review of data provided by customer showed normal amplification curves. Root cause is due to target near lod. There is no evidence of product malfunction and there was no patient harm. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of xpert xpress sars-cov-2 eua IFU; positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Note device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.